Manufacturer narrative:
(B)(4). Final analysis of the pump revealed that the pump dispensed accurately for the normal flow tests, but the reservoir pressure was very low. Real time x-ray shows that there is no propellent in the pump. The serial number is included in the missing propellant recall.

Event description:
The pump was returned for analysis. The hcp later reported that the device was replaced due to battery depletion. The implant duration was unk. No pt symptoms were reported. The pump contained dilaudid 10 mg/cc, 2.250 mg/day.